Manufacturer narrative:
The reported events were noise and mode switch. As received, a partial lead (only distal portion) was returned in one piece with the helix found extended and clogged with blood/ tissue. The reported event of noise was confirmed. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil at the distal region. The cause of noise was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of patient anatomy. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the inner insulation.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.